Manufacturer narrative:
Supplement 1 medwatch submitted to the FDA on 03/25/2021 additional information: b2,d1, d4, g6, h2, h4 and h10.

Manufacturer narrative:
A review of the device labeling notes the following. The current orbera365¿ intragastric balloon system directions for use (dfu) addresses the known and anticipated potential event of "deflation" as follows: warnings and precautions: the risk of balloon deflation and intestinal obstruction (and therefore possible death related to intestinal obstruction) may be higher when balloons are left in place longer than 12 months or used at larger volumes (greater than 700 cc). The physiological response of the patient to the presence of the orbera365¿ system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, acute pancreatitis, spontaneous inflation, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications- possible complications of the use of the orbera365¿ system include: - balloon deflation and subsequent replacement. Device evaluation summary: the device was returned to the apollo device analysis laboratory on 3/march/2021. A deflated balloon was returned with blue coloration. The fill tube was not returned. As the device was not received with the fill tube, a sample fill tube was used for device testing and there were no blockages noted. The flow of liquid through the slit valve was continuous and unobstructed. The balloon inflated as intended; however, due to small slits on the shell the balloon deflated. Under microscopic analysis, the small holes on the shell have jagged edges which is consistent with a surgical removal instrument. The complaint could not be verified as it is uncertain the cause of the deflation with the returned device due to the slits on the shell having jagged edges for removal.

Event description:
The patient noticed urine colour change and lack of restrictions in food intake. Balloon was found to have had deflated and was removed successfully.